Manufacturer narrative:
(B)(4). The device was serviced by a technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged fuse on the sensor board is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged fuse of sensor board. No additional information is available.